Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected.

Event description:
It was reported that this right ventricular (rv) lead showed an increase in pacing impedances and pacing thresholds. Pacing impedances were still within expected values. The rv lead was surgically abandoned along with the ra lead due to a non specific product performance issue. No additional adverse patient effects were reported.